Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose fluctuated between 300mg/dl to 500mg/dl which was treated injection and insulin pump alarmed for software error. Customer mentioned that they had blood glucose of 282mg/dl, 116mg/dl, 306mg/dl at time of incident. Customer states that insulin pump was able to complete rewind. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.